Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this error, depending on the operator's choice, can lead to a system down. In fact, the system could very well operate temporarily with three arms. In this case, since only training was scheduled in the following days that could be performed with three arms, the system was not considered down.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered a repeating recoverable fault 23210. The technical service engineer (tse) confirmed the reported error in the system logs. The customer hard power cycled the patient side cart but the error returned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the training session was already concluded when the error occurred. After the epo procedure (error showed up again after epo), the customer simply turned off the system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.